Manufacturer narrative:
B5: upon follow up, it was reported that the patient remained hospitalized and was recovering. Patient's catheter was planned to be removed and replaced with a new catheter. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow up, it was reported that the patient experienced abdominal pain and vomiting one month after the event onset. It was reported that the patient was hospitalized for the events and was discharged on an unknown date. It was reported that the plan of removing the catheter was dropped. At the time of this report, the patient has recovered from the event of abdominal pain and vomiting. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by "slight hemorrhage effluent" . The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for the peritonitis. The patient was treated with vancomycin injection (1 gram, every four days, ongoing, route not reported) and fortum injection (1 gram, once daily, ongoing, route not reported) for peritonitis. At the time of this report, the patient was recovered from the event and remained in the hospital. The patient will be discharged after completing the course of antibiotics. Pd therapy was ongoing. No additional information is available.